Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 46. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were observed in the download data. The device was reset and delivered a 5-unit bolus. The device deployed during the reset run. Rotational sensor errors were reported in the the reset data. Inspection of the commutator cap found contamination on the commutator cap.